Event description:
During a paroxysmal atrial fibrillation there was a cardiac tamponade. Access was gained through the left femoral vein. First, the inquiry 10 pole catheter was inserted, followed by an agilis sheath and brk needle. There was difficulty entering the left atrium via the septum, so ultrasound was used. Mapping of the left atrium was then completed with an advisor se catheter with the patient still in sinus rhythm. The tactiflex se catheter was then inserted, and ablation was started on the left pulmonary veins from the roof on the posterior wall. When the posterior side was completed, ablation was moved to the anterior side. The patient then became hypotensive, and weak, with slow responsiveness. A cardiac tamponade was seen on fluoroscopy and then was confirmed with ultrasound. A pericardiocentesis was performed and anti-heparin was administered. There was still blood accumulation, so the patient was intubated and underwent cardiac surgery for repair. The patient is stable. There were no alleged performance issues with the ablation catheter. All abbott recommendations and usage of the ablation catheter were according to the instruction for use. The physician alleges that the cardiac tamponade occurred either, during transseptal puncture, as it was needed to be attempted a couple times due to puncture difficulties, or during ablation of the left pulmonary veins on the posterior wall. The devices were discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.